Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion. **update** 11/19/2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from infection and dislocation. Update: 2/1/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on (B)(6) 2009 for dislocation and again 11/24/2009 for dislocation. Records are available for further review.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/12/2015-pfs and medical records received. After review of the medical records for MDR reportability, this complaint contains two revisions. Both revision are due to instability and multiple dislocations. There was no mention of infection or metallosis/pseudotumors during these two revisions. The complaint was updated on:7/8/2015.

Manufacturer narrative:
(B)(4).